Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report that on an unspecified date, the patient noted the reported meter was not delivering insulin boluses as programmed. Afterwards, the patient experienced the symptoms of nausea and being ¿very ill¿. The patient was admitted to the hospital ICU with a blood glucose level of 964 mg/dl, and was treated intravenously with insulin. After being discharged from the hospital, the patient used her backup plan of insulin injections via a syringe. No troubleshooting could be done, as the pump would not power on. The issue was not resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump allegedly did not deliver the programmed bolus doses of insulin, and was hospitalized and treated with insulin. Therefore, this complaint is being reported.